Event description:
After evidence of a significant dissection in the left anterior descending attempt at stenting with ave microstent ii was performed, but with heavy calcification in the proximal left anterior descending, the stent could not be advanced forward. The stent couldn't be reintroduced into the guide, therefore, the guide & wires were withdrawn from the aorta into the femoral region. In this area an attempt at removing the stent was unsuccessful & the stent fell off in the femoral artery. Myocardial revascular ultimately performed due to pt's multiple medical problems & critical coronary artery disease.